Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer blood glucose level was impacted (500 mg/dl). Customer changed out infusion sets and cartridge but declined troubleshooting from tandem technical support.